Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on the adc meter and experienced loss of consciousness, confusion, profuse sweating and shaking and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered glucose infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. However, poise voltage test was done and test has been failed. Poise voltage test was performed for the second time and results were within specification. Passing of functionality test indicates that the observed error had no impact on the sensor¿s functionality and electronics. Data analysis also shows consistency with the removal of a properly applied and functioning sensor. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on the adc meter and experienced loss of consciousness, confusion, profuse sweating and shaking and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered glucose infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section d2b was incorrectly documented in the previous initial MDR report submission. This section has been updated.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on the adc meter and experienced loss of consciousness, confusion, profuse sweating and shaking and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered glucose infusion. No further treatment was reported. There was no report of death or permanent impairment associated with this event.